Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands were fractured from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands were fractured.

Manufacturer narrative:
Block h2 (additional information): additional information received on 19jul2024 confirming that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2024-03044 is a duplicate of report number 3005099803-2023-05517. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2023-05517. Block h6: imdrf device code a04 captures the reportable event of bands were fractured.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands were fractured from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.